Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a hawk device along  with a 7fr non-medtronic (terumo destination) sheath and a .014 medtronic (spider) guidewire during treatment of a fibrous and plaque lesion in the patient¿s left proximal/mid/distal superficial femoral artery and popliteal artery. Minimal calcification and tortuosity were reported. Artery diameter reported as 6mm and lesion diameter reported as 300mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. A spider device was used for embolic protection. The vessel was  not pre-dilated. The vessel was post-dilated. The device was not passed through a previously deployed stent. No resistance was noted during advancement of the device. The device was wiped down prior to use. The device was inserted into patient and completed one long pass. The device was filling up and was removed to flush the nosecone. It was reported that during flushing/cleaning, when the plaque exited the cutter window, a hard piece of black plastic also exited the window. Plastic and device were inspected, however there was no visibly damage to the device. The device was safely removed from patient. A new device was opened and used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Product analysis the device was returned with the proximal end of the handle detached the handle was re-assembled and the thumbswitch is in the ¿on¿ position a visual inspection could find no issue with the rest of the device the cutter was positioned in the cutter window the thumbswitch was fully advanced and the cutter advanced approximately 28mm into the housing the thumbswitch was retracted and the cutter returned to the cutter window and rotated no foreign material was returned with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.